Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 49 months post index procedure, the patient suffered an mi which led to an emergency angioplasty.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
On the day of the previously reported mi, the patient had a non-target revascularization of the lad using two non-medtronic stents.